Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed orange juice and glucose tablets to address low bg. Reportedly, tandem technical support assisted customer in adjusting settings to better meet their needs.